Event description:
Material no. 320144, batch no. 8197889. It was reported that during use of the bd ultra-fine¿ pen needle the pen needle clogs during priming. Also reported one pen needle leaked out the sides of the hub during priming. This occurred on separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported pen needle clog during priming, also stated that one pen needle leaked through the sides of the hub during priming. Does not re-use. Problem occurred about two weeks ago, lot # 8197889, product # 320144, no exp date given.

Manufacturer narrative:
Investigation summary: customer returned (5) open 4mm, 32g pen needles with the tear drop label from lot # 8197889. Customer states that the pen needle clogged during priming and one pen needle leaked through the sides of the hub during priming. All returned pen needles were examined and 4 out of 5 sample exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula properly and could lead to leakage. The remaining sample exhibited a bent non patient end of the cannula, which could also prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320144 batch no. 8197889 it was reported that during use of the bd ultra-fine¿ pen needle the pen needle clogs during priming. Also reported one pen needle leaked out the sides of the hub during priming. This occurred on separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported pen needle clog during priming, also stated that one pen needle leaked through the sides of the hub during priming. Does not re-use. Problem occurred about two weeks ago, lot # 8197889, product # 320144, no exp date given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. (B)(4), batch no. 8197889. It was reported that during use of the bd ultra-fine pen needle the pen needle clogs during priming. Also reported one pen needle leaked out the sides of the hub during priming. This occurred on separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported pen needle clog during priming, also stated that one pen needle leaked through the sides of the hub during priming. Does not re-use. Problem occurred about two weeks ago, lot # 8197889, product # 320144, no exp date given.